Manufacturer narrative:
The hospital has not released the equipment to gehc for investigation. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the bag/vent switch was not working as expected. There was no report of patient involvement.